Event description:
It was reported that this patient has had a recent MRI in the past with their device without placing the device under MRI mode. Since then, this device has been unable to be interrogated and no tones have been heard. Technical services discussed that this device needs to be replaced as the patient is considered unprotected at this time. At this time the device remains in service. No adverse events were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly examined. This device was unable to be interrogated and was unable to provide tones. This device behavior is consistent with being left in monitor + therapy mode during exposure to magnetic resonance imaging (MRI) fields.

Event description:
It was reported that this patient has had a recent MRI in the past with their device without placing the device under MRI mode. Since then, this device has been unable to be interrogated and no tones have been heard. This device was subsequently explanted and replaced. No additional adverse events were reported. This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This supplemental report was filed to provide additional information.

Event description:
This supplemental report is being filled to include device explant information.